Manufacturer narrative:
Device is a combination product. Corrections: device lot number corrected from 0021862901 to 0020783554. Device expiration date updated from 08/27/2019 to 12/10/2018. Device manufactured date updated from unknown to 02/16/2019. Device evaluated by MFR.: synergy ous mr 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with struts in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5mm x 38mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.50x38mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross due to the lesion was severely tortuous and the tip of the stent was lifted after many attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5mm x 38mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.50x38mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross due to the lesion was severely tortuous and the tip of the stent was lifted after many attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.